Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported "battery problems the device is occasionally switching off." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. This unit was found to visually and audibly alarm during alarm conditions. The device was found to power on via battery power, but could not turn on via ac power. While operating on ac power the led was unable illuminate. The failure was isolated to the system board dc output pin on the ac/dc power supply, which was broken at the solder. The broken pin solder resulted in loss of power from ac input to the device and to battery charging. A service history record revealed this unit has been in the field for over four (4) years with no previous reported issues related to this reported event.